Event description:
It was reported that the patient was having tremors even when the stimulation was off. The patient was prescribed with gabapentin and baclofen which provide significant relief. Additional information was received that the patient underwent a full system explant procedure. All explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was having tremors even when the stimulation was off. The patient was prescribed with gabapentin and baclofen which provide significant relief.